Manufacturer narrative:
Date sent: 11/07/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad fell off. Another device was used to complete the case. There were no adverse consequences to the patient.